Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: additional event information received on 01 march 2021 from the customer: no patient consequence. Did the needle fell inside the patient? If yes, was it retrieved during the same procedure? No. How was the procedure completed? By changing the suture. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Event description:
It was reported that a patient underwent a c-section surgery on (B)(6) 2021 and suture was used. During the procedure, the needle was pulled off the thread and was left on the needle support. No adverse patient consequences were reported. Additional information was requested.